Manufacturer narrative:
The customer noticed the sipper probes in the front were oily/shiny and the water looked slightly dirty/oily with a few small bubbles on the top. The customer believes it is possible that the (B)(6) disinfectant spray used near the analyzer blew onto the sipper probes and the surrounding area. The customer cleaned the sipper probe area and did a few maintenance items until everything was cleaned and the water was clear. According to the customer, all calibration and quality controls passed after cleaning. The investigation determined the issue was resolved by the customer's actions.

Event description:
The initial reporter received questionable elecsys tsh assay and elecsys ft4 assay results on cobas 6000 e601 module. Results for patient 1: the initial tsh result was 0.011 uiu/ml and the repeat tsh result was 3.50 uiu/ml. The initial ft4 result was 3.16 ng/dl and the repeat ft4 result was 1.28 ng/dl. Results for patient 2: the initial tsh result was < 0.005 uiu/ml and the repeat tsh result was 0.007 uiu/ml. Results for patient 3: the initial tsh result was < 0.005 uiu/ml and the repeat tsh result was 0.405 uiu/ml. The initial ft4 result was 1.95 ng/dl and the repeat ft4 result was 1.26 ng/dl. Results for patient 4: the initial tsh result was < 0.005 uiu/ml and the repeat tsh result was 0.024 uiu/ml. Results for patient 5: the initial tsh result was < 0.005 uiu/ml and the repeat tsh result was 4.16 uiu/ml. The initial ft4 result was 5.37 ng/dl and the repeat ft4 result was 1.23 ng/dl. All of the results were reported outside of the laboratory. The tsh elecsys cobas e 200 reagent lot: 43276300 and expiration date: 30-jun-2020. The ft4 g2 elecsys cobas e 200 reagent lot :42919800 and expiration date: 31-jan-2020.